Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection is reportedly resolved. A review of the device history record noted no rework. This is the final report.

Event description:
The recipient reportedly experienced a mastoid infection.the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The explanted device is reportedly lost and will not be returned to the company.